Manufacturer narrative:
The subject device was not yet been received for evaluation. The cause of the reported event cannot be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed. The instruction manual of the device states: "do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as punctures, hemorrhages or mucous membrane damage. Do not withdraw the instrument or change the angulation of the endoscope when clipping is not completely finished (when the slider is not pulled to the end). Doing so may tear tissue inside the body cavity, resulting in patient injury, such as punctures, hemorrhages or mucous membrane damage."

Event description:
It was reported that during a colonoscopy procedure, the hx-202ur clip fell apart inside the patient during deployment. The spring fell inside the patient however, it was retrieved. Customer stated that the device was inspected prior to use. A new clip was deployed to continue the procedure. Other device used was a colonscope. Patient stable and no harm or injury reported due to the incident.

Manufacturer narrative:
Device was returned for evaluation. They returned the hx-202ur quick clip (lot 96k 26) was evaluated due to ¿device failed¿ issue. The reported complaint is confirmed. Visual inspection was performed on the received condition. It was determined that the clip has been deployed. Further evaluation determined that the clip is in two separate pieces as the clip pipe is detached from the clip itself. The insertion portion was checked and did not find any external damage. The slider was manipulated and the movement is consistent and smooth. The yellow tube joint was observed and found no damage. In summary, based on the evaluation, the reported issue was confirmed however, the exact root cause of the issue is unable to be determined.